Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 134 mg/dl. It was stated that the customer gave himself several boluses to lower his blood glucose the night before. A tubing clamp was not available to perform the high-pressure test. No further info was provided.